Event description:
The customer reported that vasoseal was used on 4/7/98 following a diagnostic catheterization procedure. The physician experienced some difficulty with deployment. The pt experienced a lot of pain during deployment. Six days later, the pt presented to ER with groin and lower back pain. Pt was admitted to the hosp. A computerized axial tomography scan revealed a portion of the sheath in the artery with thrombus proximal to it. The pt had surgery to remove the sheath and collagen and the artery was repaired.